Manufacturer narrative:
The synchroseal instrument involved in this event has not yet been returned for evaluation. Therefore, the root cause of the reported issue has not been determined. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the synchroseal associated with this event has been performed. Per logs, the synchroseal was last used on (B)(6) 2021 on system (B)(4). The instrument had 0 lives remaining as it is a single-use instrument. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported during a da vinci-assisted hiatal hernia repair procedure the synchroseal instrument was only sealing part way down the jaws and sometimes would not cut. The site explained the instrument led flashed orange when using it. The site was going to change out the instrument with a new synchroseal and call back if issues persisted. The customer will return the instrument for analysis. The customer was proceeding with the case as planned and there was no report of patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.